Event description:
It was reported that stent damage occurred. The 93% stenosed, 4.0mm x 33mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent struts was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
D4: updated lot number from 0025222238 to 0024918497. Updated expiration date from 02/09/2022 to 12/02/2021. Updated device manufacture date from 02/10/2020 to 12/03/2019. Device evaluated by MFR.: synergy ous mr 4.00 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The distal end struts were lifted and pulled proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 93% stenosed, 4.0mm x 33mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent struts was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.